Event description:
It was reported that several inappropriate shock therapies were triggered at. The last therapy took an extended time to charge. The physician suspected anomaly in the battery or capacitor. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.